Manufacturer narrative:
Investigation of the provided patient sample found interference by a high molecular weight interferent (igm). This interference is documented in product labeling for the assay: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6) sample material from the patient was submitted for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The patient has been tested for troponin t hs for two consecutive years. During this period, the ECG and MRI were monitored several times and were normal. The patient has no clinical symptoms. The customer alleged an interference or abnormality with the results. On (B)(6) 2024, the initial result was 27.8 pg/ml. The result was questioned as the other myocardial markers, an MRI, and an ECG were normal. The troponin I result using an abbott method was 26.47 ng/l (negative). The results of peg sedimentation were consistent. For this sample, the result before sedimentation was 34.2 and the result after sedimentation was 32.4. The results using hbt tubes are consistent. For this sample, the original result was 34.2 and the result after processing with hbt was 34.6.